Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, a ventricular lead impedance of 1100 ohms was observed, fluctuating and reaching impedance values over than 3000 ohms since (B)(6) 2018. R-wave amplitude values were also observed to be fluctuating since (B)(6) 2018. Additionally, ventricular noise oversensing with ventricular pacing failure were observed in the device memory. Ventricular threshold was within normal range. On (B)(6) 2019, a re-intervention was performed. During the intervention, the ventricular pacing failure was confirmed. The ventricular lead was disconnected and abandoned in the patient¿s body and the subject pacemaker was explanted.